Manufacturer narrative:
The customer reported that the AED will not power on. The customer stated that the AED would not power on with weekly testing. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. As a follow up with the customer, the proper maintenance of this device was reviewed. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED will not power on. They did not report that this event occurred during patient use.